Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received at baxter. A follow-up medwatch report will be submitted if the sample is received at baxter for evaluation or if additional information becomes available.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder. The event occurred close to the end of infusion on a patient. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.